Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended, appropriately adapting to changes in estimated glucose values and suspending insulin suggestions as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 at 22:00 hrs. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient reported experiencing high and low blood glucose in the days leading up to the hospitalisation. The patient called their healthcare professional who advised them to attend the hospital. Symptoms reported included feeling tired and anxious. The patient was treated with intravenous fluids. The patient did not receive a diagnosis as to why the were experiencing fluctuations in their blood glucose levels, however the doctor theorised that this episode of high blood glucose levels may be due to a potential infection due to surgery the patient underwent two days prior, for tooth implants. The patient was discharged on (B)(6) 2026. The patient continued to wear the pod throughout.